Event description:
It was reported that customer experienced a minimum fill notification while attempting to load a new cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer reported having more than 50 units of usable insulin in cartridge, was instructed to remove pump from case and clean pneumatic tap area with an alcohol wipe or lint-free cloth, then reloaded same cartridge, after which issue was resolved and customer successfully loaded cartridge and resumed insulin delivery.